Manufacturer narrative:
Additional information: b5, d4, h3 plant investigation: non-conformity was not observed during manufacturing process. No other similar complaint has been reported about this batch number. The pump head was received on july 9, 2025. Visual inspection of the pump head revealed scratch marks at the base of the inner housing. During functional testing, the rotor of the pump head was tilted to one side, and the base of the rotor touched the inner housing. The rotor was rotating, however, the rotor scraping against the housing was audible. The pump head was opened and scratch marks on the base of the inner housing. It was observed that the pin/ calotte was damaged. The ball bearing of the rotor was not damaged; however, adhesive residue was observed on the cover plate of the rotor. This could have led to an uneven run of the rotor and caused damage to the pin / calotte during operation. It is assumed that the adhesive got onto the cover plate of the rotor during assembly. The issue was forwarded to the production department.

Event description:
A user facility reported that a pump head had an abnormal sound following 6 days of extracorporeal membrane oxygenation (ECMO) support. The patient was supported with ECMO due to an acute myocardial infarction. The patient had a reduction in red blood cells and decreased hemoglobin. The patient had a blood loss of 500 ml due to kit exchange. The complaint sample (only pump head, not the whole kit) was received for product investigation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a pump head had an abnormal sound following 6 days of extracorporeal membrane oxygenation (ECMO) support. The patient was supported with ECMO due to an acute myocardial infarction. The patient had a reduction in red blood cells and decreased hemoglobin. The patient had a blood loss of 500 ml due to kit exchange. The complaint sample (only pump head, not the whole kit) is available for product investigation.